Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. It was noted that the distal coil of the catheter unit had plastic threads/fibers attached to the coil. A test guidewire could not be loaded through the device due to the plastic. This is consistent the rotating burr coming in contact with the guiding catheter, causing the guide catheter to melt onto the distal coil, therefore preventing a guidewire to be loaded onto the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the rotawire was unable to be inserted into the burr. The 90% stenosed target lesion was located in the severely calcified left circumflex artery. A 1.75mm rotalink¿ plus was selected for use. After rota wire was crossed the lesion, the burr was attempted to be advanced to the rotawire, however it was noted that the entrance of the burr had a problem because it was unable to insert the rotawire into the burr. The procedure was completed with a 1.50mm rotalink¿ plus. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed plastic threads/fibers attached to the distal coil.